Event description:
It was reported via phone call by the customer's son that the customer had passed away and was checking the status on analysis. The customer's son stated his father was in great health, and then suddenly passed away. He stated the paramedics were contacted. The reservoir was found empty, despite it being filled that same day. The doctor found that the customer overdose on insulin. They found insulin in the customer's system, which put him into diabetic come that caused his passing.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The wife stated that the customer started on a new insulin pump and was not happy with it as he was having problems with keeping his blood glucose down. The wife stated that his glucose level was close to 400mg/dl before bed night of passing, but he had treated. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. Programmed basal rates and boluses delivered ad recorded in the history screen properly. All operating currents were normal and no unexpected battery out limit or off no power alarm noted. However, the device was received in with corrupted history files. Cracks to the reservoir tube lip, battery tube threads and a scratched lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.